Manufacturer narrative:
The device was returned and evaluated. A visual inspection revealed the devices are intact with surface marring and scratches. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for listed batch/failure mode. A dimensional evaluation of the sample shows the returned product is within spec. A review of the design history record shows the parts were manufactured within spec. A functional evaluation indicated that the return included two clamps as well as the mating rail part. The markings suggest the clamp moved, and a 7mm bolt scratched against the surface of the rail during movement. The root cause cannot be accurately determined with the returned product as only 5mm bolts were returned. A clinical evaluation indicated that a patient underwent a revision surgery in (B)(6) 2016 due to slippage and shortening of the initial rail components during the consolidation phase. Additional reporting indicated that the surgeon believed the 7mm bolts slid on the rail causing the shortening. The clamp was returned; however, the return did not include any 7mm screws. No relevant clinical information (i.e. Patient medical history, radiographic images, op report, etc.) Has been provided. No medical assessment can be performed and no formal medical opinion can be provided. User/procedural deviation cannot be excluded based on information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to the components dislocating.